Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in an atrial arrhythmia episode and experienced a shock, which may have been due to the detected ventricular fibrillation (vf) episode or may have been inappropriately delivered due to atrial fibrillation with rapid ventricular response (af with rvr.) The patient noted being "knocked unconscious" by the device and feeling a "burning sensation" in the left neck, chest, and arm. Follow-up with the physician's office was attempted but no information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.